Event description:
It was reported that the insulin pump alarmed no delivery. The customer's blood glucose was 563 mg/dl. Troubleshooting was not performed because the customer was reporting a past even. The customer stated that they had high blood glucose levels for two days. While on the phone, the customer wanted to perform an infusion set change, and they discovered that the cannula was bent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.